Event description:
It was reported that the patient experienced syncope/presyncope and presented to the emergency room. Upon arrival, it was noted that the patient's right ventricular (rv) lead exhibited high and unstable thresholds and small r waves. The rv lead was reprogrammed and remains in use. It is unknown if the patient's symptoms were related to the rv lead issues. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 ipg, (B)(6) 2011. (B)(4).